Event description:
It was reported to patient services that this rv lead had an alert for high pacing lead impedances on (B)(6) 12. It remains implanted at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).